Event description:
The patient's device reportedly stopped working. The patient was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing confirmed that the device was no longer functioning. Surgery to explant the patient's device was scheduled.